Event description:
Additional information: the patient had additional treatment with hyaluronic acid at another clinic. The healthcare professional could not determine if the symptoms was from the juvéderm vista ultra xc by itself or if the other hyaluronic acid reacted with it in the patient's body. Patient was also treated with steroids and symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, swelling, cellulitis and (B)(6) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, cellulitis, infection, and inflammation: 4. Malfunctions and adverse events the following malfunctions and adverse events have been reported. Potential adverse events are included but not limited. (2) adverse events nodule, beading, granuloma, allergic reaction/hypersensitivity, herpes, loss/lack of correction, migration of the product/displacement, necrosis (caused by embolization and compression of blood vessels etc.), numbness/paresthesia, pain, abscess, infection, angioedema, discoloration/coloration, haematoma/ecchymosis, itching, inflammatory reaction, redness/rash, swelling/oedema, others (autoimmune disease, dizziness, deeper wrinkle/scar, dry skin, dyspnea, flu-like symptoms, headache, malaise, myasthenia, nausea, scar, symptoms of autoimmune/connective tissue disorders, syncope, vasospasm, vision abnormalities etc.)

Event description:
Healthcare professional reported of a patient that had been injected with juvéderm vista ultra xc in the cheeks and nasolabial folds. On the day of injection, the patient developed inflammation and had a "drainage" treatment. The swelling worsened and went to another clinic. The patient was diagnosed with cellulitis and (B)(6) was detected after diagnostic testing was done. Symptoms were only located in the cheeks. Patient did not have a high fever. Symptoms are ongoing.